Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) and also from a healthcare professional (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at 646 mcg/day) and dilaudid (10 mg/ml at 3.2 mg/day) via an implanted pump. The other medications that the patient was taking were oxycodone 30 mg (1-3 times/day) and soma 350 mg (as needed). The patient indicated that the catheter was "no longer in the intrathecal space and hasn't been that she knows since (B)(6) 2016." The patient denied any recent trauma. No diagnostics were performed. The system was being replaced on (B)(6) 2016. At the time of the report, the patient was alive with no injury and the issue had not been resolved. The event date provided is an approximate date. Additional information received from the hcp indicated that the catheter was not currently dislodged, as the catheter had been fixed in (B)(6) 2016. The hcp stated that the event was discovered in (B)(6) 2016 because there was difficulty at a refill; the hcp had difficulty finding the date this occurred in the patient's chart and was unable to confirm any details. The issue was fixed on (B)(6) 2016; the patient's whole system was replaced with a new pump and an ascenda catheter. The pump was replaced because it would need to be replaced in a year or so, and the doctor did not want to put the patient through a second surgery in a year. The cause of the dislodged catheter was unknown. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.